Manufacturer narrative:
Date of event. Date is estimated; year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient experienced burning pain in their vagina. They have been treated with antibiotics twice but that did not solve the burning pain. The doctor checked it about 2 months ago, later stated they saw their doctor about a month or 3 weeks ago but now their doctor comes to their clinic every thursday then stated their doctor has moved away. Reviewed the patient can turn stimulation down or off or change programs to see if that resolves the issue and recommended working closely with their doctor. Offered hcp listings, provided the contact information for a physician verbally during the call. They did turn stim down and it helped but they still have the feeling. They can use their equipment on their own and can try that after the call. The patient will try turning stim down or off and try to get in touch with an interstim doctor.